Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks. Review of the available data suggested that the episodes were of supraventricular origin. Technical services (ts) reviewed the event and discussed programming optimization with the field representative to avoid inappropriate therapies. It was noted that this device may have detected ventricular activity greater than atrial activity, resulting in inappropriate therapy delivery. Ts inquired about medication non-compliance as a potential contributing factor, given that a similar event had occurred previously; however, it was indicated that this was not considered a contributing factor for the current event. It was noted that the patient has a known history of cardiomyopathy. This crt-d remains in service. No additional adverse patient effects were reported.